Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the device was inoperative for last 4 years. It didn't provide pain relief even from day 1 and the battery started to cause pain itself. They have a removal scheduled for (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that their stimulator has been inoperative for the last 2.5-3 years. Patient stated that the battery died and would not respond to the recharger to take any charge at all and they couldn't adjust settings or do anything. Patient said that the device has provided virtually no help at all since day one and is probably one of the biggest medical mistakes they have ever made in their life. Patient mentioned that they have nothing good to say about the device and they don't know if the doctor messed up or if the device wasn't done right or if they went back for multiple reprogramming and it was like crap. Patient noted that it is just a hunk of metal sitting in them and if they could find out what medicare would pay to have it removed and move on. The patient was redirected to their healthcare provider to further address the issue. Patient will have spinal cord stimulator removed.